Manufacturer narrative:
On (B)(6) 2021, it was reported to mento that the date of implantation was (B)(6) 2009 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: an autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5099455 that a female patient underwent a breast surgery with a mentor memorygel breast implant 325cc and suffered from an autoimmune reaction. The patient suffered from being tired , feeling ¿off¿, breast implant illness , fibromyalgia, chronic fatigue, ibs, hypothyroid, non-diabetic hypoglycemia, paresthesia (in feet, legs, hands, wrists, and face), vulvodynia, raynaud¿s, essential hand tremor, acne rosacea, hemorrhoids, gerd, low testosterone, estrogen dominance, chronic dry eye and multiple environmental and food sensitivities, neurologic dysfunction, bell's palsy, developed anaphylaxis, lupus and have developed an irregular heartbeat, over 65 associated symptoms including: brain fog, memory loss, cognition problems, muscle pain and weakness, joint pain of neck, shoulder, back, hip, knee, hands and feet hair loss, dry hair, premature aging of skin, skin itching, various rashes, low libido, slow healing, easy bruising, slow recovery, after exercise heart palpitations, heart changes, heart pain, blood pressure problems, depression, anxiety, panic attacks. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the right side.